Event description:
The facility reported an incident of an infilration on a pt. The pt was receiving 5% dextrose in 0.45 normal saline with 20meq of potassium at a rate of 40ml/hr when the infiltration occurred. Secondary to the infiltration, the pt was reported to have "a burn". It was not known by the hospital's representative whether or not the burn was due to the infiltration or due to the "hot water compress" applied to the IV site. The pt was reported to require a skin graft. No additional information available.